Manufacturer narrative:
The catheter and implant were returned for analysis. The implant was found stuck in the catheter. A pinch was observed on the catheter. X-ray examination of the catheter revealed the implant coil was stretched throughout. X-ray examination of the pinched section of the catheter does not show the implant stuck at this point. The distal end of the stretched implant coil amassed and clumped together, and appeared to clog the inner lumen of the catheter. The catheter was cut open to remove the coil from the catheter for further analysis. The distal end of the implant had coils compressed and positioned to add to the overall diameter of the implant. The implant most likely experienced some additional stretching damage when trying to remove it from the catheter. Based upon the investigation analysis and available information, the reported complaint was confirmed, as the implant was found detached and stuck in the catheter. The pusher was not returned for investigation; however, the implant most likely detached due to experiencing over specification of pull forces. This most likely occurred because the implant became stuck in the catheter where the distal portion of the implant clogged the inner lumen of the catheter. It is likely that the pinched catheter caused the device to become stuck. It appeared that the implant first became stretched during retrieval and then the was pushed forward, where it caused the stretched coils to then train wreck and cluster together, and got stuck in the catheter.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil got stuck and detached in the catheter. There was no reported intervention or patient injury.